Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse suspected that the mc (module chemistry) obstruction transducer was defective which caused di (de-ionized) water to leak. The fse replaced the mc obstruction transducer which resolved the issue. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that there was a leak which came from the mc (module chemistry) sample probe obstruction transducer of the unicel dxc 880i synchron access clinical system. The operator wore personal protective equipment. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.